Manufacturer narrative:
Event and therapy date are estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number :3006705815-2020-01527. It was reported patient experienced ineffective stimulation and lead migration was confirmed via x-rays. As a result, patient underwent surgical intervention wherein both the leads were explanted and replaced with a penta lead. Reportedly effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.